Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination observed that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was noted within the balloon and inflation lumen which is evidence of a device leak. The device was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood present within the balloon and inflation lumen. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified blood before further inflation attempts were made. After soaking, the device was subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole at 7 mm distal to the distal end of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome cutting balloon was used for treatment. During the procedure, the balloon was inflated several times. First inflation was at 6atm for 35 seconds; second inflation was at 6atm for 40 seconds; third inflation was at 12atm for 25 seconds; fourth inflation was at 8atm for 15 seconds; fifth inflation was at 6atm for 20 seconds; sixth inflation was at 6atm for 15 seconds; seventh inflation was at 8atm for 20 seconds; eighth inflation was at 8atm for 15 seconds; ninth inflation was at 8atm for 15 seconds; tenth inflation was at 10atm for 15 seconds; eleventh inflation was at 12atm for 10 seconds; however upon the twelfth inflation at 6atm for 40 seconds, it was noted that the balloon ruptured. The device was removed from the patient's body and was replaced with a non bsc device which completed the procedure. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the coronary artery. A 10/2.25 flextome¿ cutting balloon¿ was used for treatment. During the procedure, the balloon was inflated several times. First inflation was at 6atm for 35 seconds; second inflation was at 6atm for 40 seconds; third inflation was at 12atm for 25 seconds; fourth inflation was at 8atm for 15 seconds; fifth inflation was at 6atm for 20 seconds; sixth inflation was at 6atm for 15 seconds; seventh inflation was at 8atm for 20 seconds; eighth inflation was at 8atm for 15 seconds; ninth inflation was at 8atm for 15 seconds; tenth inflation was at 10atm for 15 seconds; eleventh inflation was at 12atm for 10 seconds; however upon the twelfth inflation at 6atm for 40 seconds, it was noted that the balloon ruptured. The device was removed from the patient's body and was replaced with a non bsc device which completed the procedure. No patient complications were reported and the patient's condition was good.